Event description:
It was reported that during a lobectomy procedure, the device was used to resect the pulmonary vein. The firing trigger was hard to grasp on the way and the device locked out at the first firing. It was the second time using the endocutter for the doctor. The closing lever was released, and the doctor confirmed the knife had not moved until pulmonary vein. The staples of the proximal part were deployed and unformed on the pulmonary vein. Another device was used to complete the case. There were no adverse consequences to the patient.

Event description:
Balloon rupture.

Manufacturer narrative:
Customer report was confirmed. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Balloon appeared protruded towards ruptured side. Unit is sent to accellent for further evaluation. The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The edges of the burst are ragged and there is significant wall thinning in the area of the burst. Visually there are no other defects detected. Water was introduced through all of the device lumens and the water flows from where it should with no functional defects detected. These devices are visually and functionally tested 100% prior to packaging.